Event description:
An email was received indicating that a patient had been experiencing an increase in seizures since she underwent a generator replacement. The patient's settings had been set to those from her previous generator. During an interrogation, a low impedance message was reportedly seen. System diagnostics were performed the next day and showed impedance values within normal limits. The data from the generator was decoded and there was no indication of low impedance being measured by the generator. There were no indications of a device failure from the data provided.

Manufacturer narrative:
Software version 11.0.4. Describe event or problem, corrected data: the information in the current describe event or problem was inadvertently omitted from the initial MDR. Relevant tests/laboratory data, including dates, corrected data: the setting change was inadvertently omitted from the initial MDR. Suspect medical device, corrected data: the incorrect product was inadvertently reported on the initial MDR. This MDR updates the product information accordingly. (B)(4). Device manufacture date (mo/day/yr): the incorrect manufacturing date was inadvertently reported on the initial MDR .

Event description:
It appears that on the date of the supposed low impedance warning message, the generator was partially programmed to higher settings soon after interrogation. Per the internal data, the patient was not programmed on the date the error message was observed, yet the physician reported programming the device and the settings increased on that date. A partial programming event is suspected to have occurred, causing the device to show a low output current message, which was likely inadvertently reported as a low impedance. However, diagnostics shows that the device is providing the intended stimulation as expected during this time. In addition, the increased seizures after surgery reportedly resolved. No further relevant information has been received to date.